Manufacturer narrative:
Additional analysis revealed the foreign material to be polypropylene with the observation that it resembled a fine suture.

Event description:
The patient¿s infusion rate had been 816 mcg/day from 2011-2014. During a routine refill visit in (B)(6) 2014, the patient¿s mother stated that the patient was "too loose", so the rate was decreased to 774 mcg/day. At the next routine refill in (B)(6) 2014, the mother reported that the patient was "too loose", so the rate was decreased to 636 mcg/day. At the next routine refill, the mother reported the patient "seemed tight", so the infusion rate was increased to 697 mcg/day. The patient¿s mother told the implanting physician that in (B)(6) 2014, the patient started itching and she described seizure-like activity (neck muscle would freeze, stare off to the side, be unresponsive for a few minutes, and then become responsive), so the neurosurgeon made the decision to also replace the catheter at the time of the pump replacement for eol (end of life). It was noted that the managing clinicians never felt any system or therapy issues were present, so no diagnostics or troubleshooting was done. The infusion rate was decreased from 696.7 mcg/day to 400 mcg/day post-op. It was later reported that the clinicians questioned if patient's presentation was due to increased spasticity versus seizures secondary to the patient's history of epilepsy, so an eeg was performed on (B)(6) 2015 and it was determined that the patient was having seizures. The event was not due to programming or due to drug effects. The patient was doing well on 400 mcg/day and was receiving effective therapy. The device system was delivering gablofen.

Manufacturer narrative:
Analysis of the pump revealed foreign material inside pump. Upon inspection beneath the inner cover a piece of foreign material was discovered lying on top of the pump head gear screw. This foreign material did not appear to affect performance in any way. Analysis of the catheter revealed sc connector difficulty with sc connector led to explant.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.